Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the pre-discharge check, a dropped in r-waves, impedance and increased capture thresholds were observed. An episode of non-sustained lead noise was also noted. The device was reprogrammed.